Event description:
During biofeedback session, balloon part of the biofeedback catheter broke while in the patient. Manufacturer response for anorectal manometry catheter, mcompass biofeedback 2 channel anorectal manometry catheter (per site reporter). This is the fifth case of this type for this particular device experienced by (B)(6) hospitals over the past six weeks. Company has been made aware and has made arrangements to replace all existing stock with this additional lot number (see previous report). Unaware if other follow up has occurred.